Event description:
User facility reports leak at the venous pt connector, which occurred 30 min into dialysis treatment. The connection between the bloodline and the fistula needle was secured at initiation of treatment and bridge taped per the facility's procedure. Thirty min into treatment, a leak of approx 50 cc was noticed and the pt connector locking ring and bridge tape were missing. Staff searched the area but these items were not found. No pt injury or need for medical intervention is reported. The actual complaint sample was discarded. This MDR is filed for blood loss only.

Manufacturer narrative:
Na